Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system exhibited undersensing of atrial signals and pacing being inhibited. Anti-tachycardia pacing (atp) was also provided. Technical services (ts) was contacted and discussed possible reprogramming options. This right atrial (ra) lead remains in service. No adverse patient effects were reported.